Event description:
A dentist was positioning a helios dental light for use when the light unscrewed from the column assembly and fell down towards the floor hitting the pt on the knees. The pt went to her primary physician and had steroid shots in both of her knees.

Manufacturer narrative:
Upon evaluation by the local pelton and crane distributor it was determined the set screws and roll pin were not installed by the distributor during installation. The set screws and roll pin will prevent the light from unscrewing from the pol after installation. The pelton and crane installation instructions clearly states to properly install the set screws and roll pin during installation of the track light. The installation instructions also list warnings to insure the set screws and roll pin are properly installed. Pelton and crane contacted the distributor installation manager and review with them the proper installation process of the set screws and roll pin.